Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer filled the cartridge with cold insulin. Technical support educated the customer to use room temperature insulin when filling the cartridge and guided them through filling and loading a new cartridge on the pump. Customer planned to load the cartridge independently.